Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The pump was received with cracked case, cracked case at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip, missing end cap and cracked case at the reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call of cracks on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the battery cap is stripped. The customer stated that there are cracks above the escape button. The customer will be sent a replacement battery cap.